Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site and found the blue fiber cable connector where the blue fiber seats was loose and had a loose nut. The nut was tightened allowing the blue fiber cable to seat properly. After this fse adjustment, the system was tested and verified as ready for use. The errors in the logs were related to the loose connection at the surgeon side console.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the surgeon side console (ssc) experienced repeated non-recoverable faults. The clinical team power cycled the system three times, but the faults continued. The procedure was converted to open.